Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 487 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 333 mg/dl. Customer blood glucose reading at the time of the incident was 350 mg/dl. Customer treated the high blood glucose reading with 8.0 units of bolus. Customer reported they have contacted their healthcare provider regarding the high blood glucose reading. Customer drive support was normal. Customer declined to check for occlusion, air bubbles and bent cannula. Customer prefers changing the set by themselves. Customer declined to check on the insulin pump setting. Customer did not perform high pressure test. Products will not be returning for analysis.